Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed for an error. The blood glucose reading was 16.8 mmol/l. The insulin pump had not been dropped or bumped and passed the displacement test. The insulin pump was not exposed to a strong magnetic field. The rewind process was successful and the insulin pump passed the self test. The insulin pump will be replaced and returned for analysis.